Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage on keypad traces. Cracks to the lcd window, case, reservoir tube lip, belt clip slot, battery tube threads, a stained address/serial number label and a stained end cap sticker also noted.

Event description:
It was reported the buttons on the insulin pump have intermittent response. The device was not dropped or exposed to moisture. Customer was advised to discontinue use of the device and revert to back up plan. Customer did not know current blood glucose reading. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).